Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty fsr. Unable to perform occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. The device had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged at the battery compartment. Customer was changing the infusion set when noticed that the battery threading was chipping. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.